Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood or tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to blood or tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead could not be extended completely. The physician elected to remove and replace the ra lead to complete the procedure. The patient was in stable condition throughout.